Event description:
Procedure type: thoracic. According to the reporter: during the surgery, an intentional dural incision was made and sutured closed. A lacrimal duct drain was placed in the syrinx during closure. One kit of the product was used for dural sealing .the wound was closed with sutures. Pt experienced a sudden onset of vertigo at 21:00 on august experienced, 2012 (post-operative day 41). She stated that the vertigo subsides while lying down and worsens while moving her head or siting up. She was re-admitted to the hosp on (B)(6) 2012. An MRI ruled out a worsening syrinx. As of the date that this report was written, the subject remained hospitalized. The current plan is to discharge her to a supervised nursing facility until it is safe for her to be discharged home. The pi assessed this event as being not related to the study device. Further info will be provided as it become available.

Manufacturer narrative:
(B)(4).